Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an intraocular lens (iol) exchange with an unspecified anterior chamber intraocular lens (atiol) in a secondary procedure. The reason for explant was not reported. Additional information was requested; a completed questionnaire was not received.